Event description:
It was reported that the patient received an urgent low alert indicating a blood glucose of 50 mg/dl before breakfast, after which the patient ate cereal with brown sugar and the glucose rose to 86 mg/dl without further issues; education was provided not to make a meal announcement when glucose is low and to wait until glucose is in a comfortable range, with the option to announce up to 30 minutes after eating as the correction algorithm would dose insulin thereafter if needed. Symptoms included hypoglycemia. Outcomes included no hospitalization and resolution with oral carbohydrate intake. Investigation included telephone troubleshooting and user education. Investigation of this case revealed no device malfunction and that user guidance on meal announcements during hypoglycemia was provided. It was concluded, based on previously established findings for similar reports, that the cause was unclear. If the device is returned, a physical evaluation will be performed, and a supplemental will be submitted.

Manufacturer narrative:
This MDR is part of a remedial submission made in response to FDA form 483 observations to ensure full reporting compliance.